Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart alarmed. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and also was complete rewind. Unexpected restart alarmed alarm was recurring during normal pump use. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.